Manufacturer narrative:
(B)(4).

Event description:
Diabetes educator contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient's wife stated that she will have the patient call back and speak with a g5 representative. No injury or medical intervention was reported.